Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Device passed the displacement test. Unable to confirm prime anomaly or perform the prime test, occlusion test and no delivery test due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had comprised force sensor system alarm. The customer¿s blood glucose level was 199 mg/dl at the time of the incident. Customer states insulin is squirting out during the manual prime process. The drive support cap sticking out. The insulin pump will be returned for analysis.